Event description:
It was reported that the patient had difficulty seeing the screen on the original ilet pump, which led to missed announced meals and prompted a request for an upgraded device; education was provided on shutdown steps, data sync, return process, and cgm use. Customer care provided assistance which included internal review and approval for replacement and shipping logistics. Investigation of this case revealed a usability issue related to screen visibility on the pump interface, with no alerts or alarms reported and no hardware malfunction otherwise identified. No clinical symptoms associated with inappropriate meal dosing due to screen visibility challenges reported. Outcomes included ongoing product use with instructions to transition to a replacement device and continue cgm monitoring. It was concluded, based on previously established findings for similar reports, that the cause was user interface readability limitations leading to use error.